Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that plaintiff alleges failure of the rejuvenate hip that was implanted. Allegedly plaintiff began experiencing significant pain and discomfort in the area of the defective device. Diagnostic workup revealed elevated cobalt levels indicating the presence of heavy metal ion contamination. Plaintiff underwent a revision surgery on (B)(6) 2012.